Event description:
It was reported that head of 2 screws and 1 drill broke as they were tightened in the procedure. So, the surgeon used a spare product instead of it and the procedure was completed without any problems and delay.

Manufacturer narrative:
Investigation in process but not yet complete.